Event description:
It was later reported that a system modification was performed on (B)(6) /2013 to change out the sutureless connector. No modifications were done to the catheter. The pump had not moved from the original location as originally thought in a previous update. All four sutures were still connected and needed to be cut during the procedure. The pump was repositioned only because it needed to be taken out of the pocket to change out the connector. It was placed back in on the left side at its original location. Cultures were done of the fluid seen in the pocket. The results were pending. No further symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced nausea and vomiting post implant of the device (B)(6) 2012. The patient was treated with zofran and the problem resolved the same day. The patient also had implant site abdominal pain over the incision site. The patient was treated with tylox and tylenol. The patient began feeling a mild overall warmness. Peripheral remodulin and the implanted pump were both running. The peripheral remodulin was stopped five minutes after the symptoms began. It was reported on (B)(6) 2012 that the patient recovered without sequelae and was receiving adequate therapy. It was later reported on (B)(6) 2012 that the pump pocket appeared to be swollen with itchiness and erythema at a visit six weeks after surgery. At the patient first refill on (B)(6) 2012 the swelling appeared to have increased. The area of erythema appeared to be larger. The itchiness continued. Upon needle insertion for refill a light yellow colored fluid seeped from the puncture site. Abdominal x-rays of the pump site showed the device system to be intact. The swelling and erythema were to be monitored at following visits. The patient began to experience abdominal pain over the pump site on (B)(6) 2012. The patient experienced intermittent, daily pain over the area ¿where the catheter is attached to the pump. The pain felt like a ¿burning or stinging¿ sensation. The patient¿s pain was most intense during bending or twisting or if pressure was applied to the pump area. The patient was taking acetaminophen for the pain, but it did not seem to be helping. An abdominal computerized tomography (CT) scan showed only a trace amount of soft tissue stranding present with no focal fluid collection identified. No abnormal fluid collections were identified in the abdomen or pelvis. On (B)(6) 2012, the patient¿s diagnosis was updated to ¿possible contact dermatitis.¿ the patient continued to have patches of erythema and itching over the pump pocket. The patient was to undergo skin patch testing. The patient¿s second refill visit occurred on (B)(6) 2012. The erythema and itching over the pump site continued. The area was warm to the touch. A dermatology consult concluded that there was no evidence of scale, only erythema of the skin. It was mainly dermal without any epidermal component. It was noted that the patient had silver colored jewelry containing nickel that did not cause a reaction, but the patient did break out once underneath a golden bracelet. A punch biopsy was done and it showed perivascular lymphocytic inflammation with perivascular and interstitial eosinophils, consistent with urticarial tissue reaction. The patient began using triamcinolone cream along with wet dressings. The patient¿s third refill visit was on (B)(6) 2013. The patient diagnoses was updated to ¿sq treprostinil dosing. Rule out pump/catheter leak.¿ the patient¿s erythema appeared blotchier and the itching continued. The site was warm to the touch. The pump interrogation was normal. Fluoroscopy of the pump implant site was done. The pump and catheter connections were intact. The skin patch testing for metals was negative. The patient continued using triamcinolone cream, but the wet dressings were discontinued. The patient continued to have erythema and itching over the pump pocket site on (B)(6) 2013, however, the symptoms were decreasing. The erythema appeared less and the itching was more intermittent. The swelling was unchanged. The pain continued over the pump pocket although the patient stated that it was no longer generalized pain, just acute pain if the pump site was ¿bumped.¿ the pain was now a 5/10 down from a 7/10 in (B)(6) 2012. The patient had an increase in pain since (B)(6) 2013 and had requested pain medication since the pain was impacting day to day activities such as work and sleep. The pain had decreased by (B)(6) 2013. The pain was a 1/10 at rest and the patient had not taken pain medication ¿for a couple of days.¿ the pump site swelling had increased since the subject was seen (B)(6) 2013. The pump appeared to have migrated laterally.

Manufacturer narrative:
Concomitant products: product ID 10642, lot # j1100185r, implanted: (B)(6) 2012, product type catheter. (B)(4).